Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), autoimmune disorder ('autoimmune disorder') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (batch no. C22913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Concurrent conditions included menometrorrhagia, anemia, morbid obesity, hypertension, pulmonary embolus, bipolar disorder, angina pectoris, anemia, acid reflux (oesophageal), vitamin b12 deficiency, endometrial polyp and grand multiparity. Concomitant products included adalimumab (humira) since 2015, ascorbic acid, celecoxib (celexa) since 2005, cetirizine, clonazepam, clonazepam (klonopin) since 2005, diltiazem, diltiazem since 2009, glyceryl trinitrate (nitroglycerin) since 2009, hydrochlorothiazide since 2015, iron, isosorbide mononitrate (monoket) since 2009, isosorbide since 2009, lisinopril, omeprazole, topiramate (topamax) since 2005, warfarin sodium (coumadin) since (B)(6) 2014 and warfarin since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth disorder ("other injuries/symptoms: dental problems"), urinary tract disorder ("bladder or urinary problems or changes") and the first episode of bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("other injuries/symptoms: fatigue") and nausea ("other injuries/symptoms: nausea"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods) "), psychological trauma ("psychological injury"), the second episode of bladder disorder ("bladder probems"), cystitis ("bladder infection"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), rheumatoid arthritis (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and post-traumatic stress disorder ("ptsd"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, autoimmune disorder, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, vaginal discharge, female sexual dysfunction, psychological trauma, the last episode of bladder disorder, cystitis, fatigue, gastrointestinal disorder, tooth disorder, nausea, rheumatoid arthritis, urinary tract disorder, depression, anxiety, post-traumatic stress disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, metrorrhagia, nausea, pelvic pain, post-traumatic stress disorder, psychological trauma, rheumatoid arthritis, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, the first episode of bladder disorder and the second episode of bladder disorder to be related to essure. The reporter commented: plaintiff received treatment for: autoimmune, bladder problems, bladder infection., vaginal discharge. Discrepancy: previous date of insertion was 2014. In current pfs date of insertion (B)(6) 2015. Two coils were noted after placement. Identical procedure was performed on the left tube with 2 being noted at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: some filling of the uterine cavity occurred. No tube filling identified. There was considerable reflux such that it is unclear whether degree of filling of uterus was sufficient to potentially opacify a residual patent tube. Essure device is noted.. Imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) was conducted, however, no results were provided. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: post-traumatic stress disorder, anxiety, depression, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. C22913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Concurrent conditions included menometrorrhagia, anemia, morbid obesity, hypertension, pulmonary embolus, bipolar disorder, angina pectoris, anemia, acid reflux (oesophageal), vitamin b12 deficiency, endometrial polyp and grand multiparity. Concomitant products included adalimumab (humira) since 2015, ascorbic acid, celecoxib (celexa) since 2005, cetirizine, clonazepam, clonazepam (klonopin) since 2005, diltiazem, diltiazem since 2009, glyceryl trinitrate (nitroglycerin) since 2009, hydrochlorothiazide since 2015, iron, isosorbide mononitrate (monoket) since 2009, isosorbide since 2009, lisinopril, omeprazole, topiramate (topamax) since 2005, warfarin sodium (coumadin) since december 2014 and warfarin since december 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth disorder ("other injuries/symptoms: dental problems"), urinary tract disorder ("bladder or urinary problems or changes") and the first episode of bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("other injuries/symptoms: fatigue") and nausea ("other injuries/symptoms: nausea"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods) "), psychological trauma ("psychological injury"), the second episode of bladder disorder ("bladder problems"), cystitis ("bladder infection"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), rheumatoid arthritis ("rheumatoid arthritis"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and post-traumatic stress disorder ("ptsd"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, autoimmune disorder, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, vaginal discharge, female sexual dysfunction, psychological trauma, the last episode of bladder disorder, cystitis, fatigue, gastrointestinal disorder, tooth disorder, nausea, rheumatoid arthritis, urinary tract disorder, depression, anxiety, post-traumatic stress disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, metrorrhagia, nausea, pelvic pain, post-traumatic stress disorder, psychological trauma, rheumatoid arthritis, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, the first episode of bladder disorder and the second episode of bladder disorder to be related to essure. The reporter commented: plaintiff received treatment for: autoimmune, bladder problems, bladder infection., vaginal discharge. Discrepancy: previous date of insertion was 2014. In current pfs date of insertion (B)(6) 2015. Two coils were noted after placement. Identical procedure was performed on the left tube with 2 being noted at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: some filling of the uterine cavity occurred. No tube filling identified. There was considerable reflux such that it is unclear whether degree of filling of uterus was sufficient to potentially opacify a residual patent tube. Essure device is noted.. Imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) was conducted, however, no results were provided. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: post-traumatic stress disorder, anxiety, depression, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: plaintiff fact sheet and medical records received. Lot number added. Device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: rheumatoid arthritis, bladder or urinary problems or changes, psychological or psychiatric problems condition: depression/ anxiety, ptsd, lower abdominal pain. Reporter information, aka name, medical history, concomitant drug, historical drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.